Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® iliac branch endoprosthesis. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device remains implanted. The initial reporter has been contacted in order to receive imaging and device device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on an unknown date in 2025, a patient underwent an iliac repair using gore® excluder® iliac branch endoprosthesis (ibe) and gore® excluder® aaa endoprosthesis. On (B)(6) 2026, a follow-up CT showed a detachment of the bridging stent (gore® excluder® aaa endoprosthesis - contralateral leg endoprosthesis) from the ibe main body. A relining of the graft using another bridging stent was successfully performed on (B)(6) 2026. The physician hypothesizes that the initial overlap was not the full required 3 cm, in addition of slightly tortuous common iliac above the ibe, are factors that could have over time contributed to the disconnection.